Manufacturer narrative:
H10: the lot number for the reported malfunction was provided and a lot history review was performed. The device was returned and incorrect component was confirmed. The definitive root cause could not be determined. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5676300 port and catheter allegedly experienced a missing component. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
The sample was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5676300 port and catheter allegedly experienced a missing component. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.